Event description:
It was reported by customer that cs300 intra aortic balloon pump (iabp) had odor related malfunction. There were no patient involved.

Manufacturer narrative:
Due to character limit:e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.